Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient reported a rash under the electrodes. The patient's cardiologist advised her not to wear the lifevest until the rash had cleared up. The patient had not been wearing the lifevest and had been on hospital telemetry. Follow-up indicated that the patient had shingles.